Event description:
Reporter alleged, obtaining a discrepant blood glucose result of lo (less than 10 mg/dl) on the advantage system 2 compared to a value of 131 mg/dl on advantage system 1, when testing was performed within 10-15 minutes of each other. Reporter stated, he was not certain whether the pt was experiencing hypoglycemic or hyperglycemic symptoms during the time of the testing. Reporter indicated the pt was treated for hypoglycemia with 25 grams of d-50 as result of the value obtained on advantage system 2 before being transported to a local hospital. No other info was provided on the event. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in advantage system 2.